Event description:
It was reported that, (B)(4), a rotor test and contrast examination were conducted because of insufficient effect. No problem was detected in the rotor study. The contrast examination was suspended because, the drug could not be drawn through the catheter access port (cap). On (B)(6), after reducing the drug concentration, the contrast examination was performed again. Although resistance was felt during injection, 0.3ml was injected. The contrast agent could not be confirmed in the image. Subsequently, the patient¿s respiratory rate decreased. This may have been caused by overdose. When confirmed with 3d CT imaging, it seemed that a kink occurred at the anchored portion. The next day, the patient recovered to a normal respiratory rate. A catheter replacement was scheduled for (B)(6). It was noted that an operation test at a refill on (B)(6) measured a normal value of 0%, and there was a possibility that the catheter may have occurred subsequently. The patient required hospitalization or prolongation of hospitalization due to the event. The device system was used to deliver gabalon 300mcg/day. It was later reported that it seemed the catheter kinking occurred at the anchored portion, although the catheter tip was in the medullary cavity. Although there were still doubtful points, the physician decided to replace the catheter because it was a highly possible cause of the event.

Manufacturer narrative:
Product ID 8781 lot# 0206239330, implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the patient¿s respiratory rate was confirmed to be due to the overdosing. The physician assumed that when the contrast media was injected, the baclofen (2000 g/ml) in the catheter was pushed out faster because the catheter was kinked that led to drug remained in the distal catheter. The location of the kink was the anchor. Lastly, the physician determined to correct the catheter kink and there was no replacement of the catheter.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The following information has been omitted from this event as it was not pertinent to this current event. Omitted information: on (B)(6) 2013 there was subcutaneous accumulation of fluid above the pump and the severity was noted as moderate but not serious. The pump was not exposed and the catheter was not replaced. There was no change to the investigational drug and the patient was recovered as of (B)(6) 2013. There was no causality between the investigational drug, pump, catheter, programmer and procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was now reported was that the patient had dose adjustments from (B)(6) 2013 for spasm control. On (B)(6) 2013 there was subcutaneous accumulation of fluid above the pump and the severity was noted as moderate but not serious. The pump was not exposed and the catheter was not replaced. There was no change to the investigational drug and the patient was recovered as of (B)(6) 2013. There was no causality between the investigational drug, pump, catheter, programmer and procedure. In (B)(6) of 2013 the patient's activities of daily living (adl) function verses pre-dosing was noted as improved and effective. The patient's decreased respiratory rate that occurred on (B)(6) 2013 (as previously reported) was reported as "probable" causality to the investigational drug, not with the pump, programmer or procedure but "yes" with the catheter. The patient's worsened catheter kinking was reported as recovered as of (B)(6) 2013. Further details now indicated the rotor test occurred on (B)(6) 2013 with no abnormalities. On (B)(6) 2013 after contrast media examination, a number of breaths declined and the patient was transferred to a different ward. Endotracheal intubation as well as artificial respiration management was performed. (B)(6) 2013 the symptoms improved and on (B)(6) 2013 a catheter repair was performed. In addition, the physician's comments were as follows. Fluoroscopy was conducted as the catheter had been suspected to be bent/occluded. Prior to fluoroscopy, the pump had been filled with the diluted drug in preparation for a possibility in which the backward flow could not be resolved - it was resolved as a result. The admission dosage of the drug would have been small even when the remaining drug in the catheter had been pushed in to the spine. However, the drug was actually not properly injected due to the kink of the catheter. The drug inside the catheter was strongly assumed to be highly concentrated, which was considered to have caused the overdose. In the middle of (B)(6) 2013, the kinked catheter and deterioration of muscle tension was noted. It was also reported that there was no, "none," overdose/withdrawal symptom/drug resistance. However, the muscle tension was believed to have deteriorated due to the drug overdose, which had been caused by the kinked catheter. The effects (of the treatment) were considered to have recovered by an operation to simply resolve the kink rather than replacing the catheter. The cause for the kink of the catheter was unknown.